Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown issue. At this time, no new device has been implanted. No additional patient adverse effects were reported.